Event description:
The user facility reported that when the surgeon placed the obturator into this disposable cannula, the diaphragm came loose. This event required use of another cannula to complete the surgery. There was no report of serious injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received one of the four cannulas for evaluation. The customer discarded three of the cannulas with this reported problem. An evaluation of the returned device confirmed the reported problem. An investigation found the upper seal detached from the cannula while the lower seal remained intact. In addition, a visual inspection found: the upper seal with a small cut/tear on one side of the upper seal hole and the lower seal with a cut/tear on each end of the slit. Damage to the threads of the distal end of the cannula present indicating the device came in contact with another object or instrument. The cause of this failure could not be determined. A review product history for the past two years found 2 similar reports for this failure mode. An investigation remains in process for this failure. Conmed linvatec will continue to monitor this product for failures. This user facility reported that this occurred with a three other cannulas of the same catalog and lot number. The additional three events are reported under MDR# 1017294-2008-00074, 1017294-2008-00075, 1017294-2008-00076. The sales representative will contact the user facility to address the need for additional education regarding this device.